Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that "a spectrum pump displayed system error 322 and says to turn power off and back on, when you do that it still alarms after about a minute with a white screen that says system error-turn off and on". It was also reported there was no patient injury.